Event description:
Report received of an over-delivery of nitroglycerin. The pump was programmed in the dose calculation mode to deliver nitroglycerin 50mg/250ml on line a. The rate of infusion was being titrated all day, but was between 3 to 9mcg/minute. The bottle was hung at 1100 in 2001. At 1600 on the same day, the same nurse that set up the infusion and had been caring for the pt all day noted that the pt's blood pressure had dropped into the 50's systolic. At this time, the nurse reported that the display on the IV pump indicated that 47ml had been delivered, but there was only approximately 25ml remaining in the 250ml bottle. The rn stopped the infusion. It was not known what other interventions, if any, were required for the pt. The pt's blood pressure reportedly stabilized, and the nitrogylcerin drip was resumed using the same IV pump. There were no pump alarms reported at any time.